Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy of pre- mixed levetiracetam1000mg/ml. The pump showed infusion complete and showed 100ml delivered however, some solution was left in the bag. The user then infused 25ml more. Measurement of the height of the bag was verified to be correct. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. Event history log review found no indication that the device was experiencing any alarms or error codes which may have contributed to an under-infusion event. The reported condition was verified. The device was found out of specification in relation to the reported under-infusion event and found that the device was tested at 400ml/hr with a volume to be infused of 100ml which yielded failing results (93.255ml / -6.745%). The pressure plate travels were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.